Event description:
The company was made aware that a patient underwent explant surgery for reasons unknown.

Event description:
The company was made aware that a patient underwent explant surgery for reasons unknown.